Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that they experienced high blood glucose level. . The customer¿s high blood glucose level was 501 at the time of the incident. Customer treated with the pump. The customer received no delivery alarmed as well as motor error. Customer was able to complete pump rewind. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Motor error alarm during the occlusion test and unable to prime during the prime test due to faulty force sensor resistor. Pump passed the displacement test and rewind and basic occlusion test. Unable to confirm excessive no delivery alarm or perform the no delivery test due to motor error alarm. Motor passed motor test.